Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit for the reported issue and found that the 5k hours kit was defective. To fix the issue they replaced the kit with a new one, then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while connected to a patient the cs300 intra-aortic balloon pump (iabp) had an autofill failure. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6, h10.

Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer (fse) returned at a later date and replaced the safety disk as it was over the factory specified hours of use as observed in the previous visit to the customer. All safety, functionality, and calibration tests were performed and passed to factory specifications. The iabp was once again cleared for use and returned to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a